Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device prevented the user from accessing medication due to software malfunction. A technical support specialist did a resync of the device by using ka000012471 (es 1.7 datasync 2.0) to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the system showed error message: possible index corruption detected and user was able to login but unable to pull any medications for patients. There were no adverse events or injuries reported based on this event.